Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to receiver has no power after charging. The receiver case was opened for an internal visual inspection and it passed. The log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was receiver defective battery. No injury or medical intervention was reported.